Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. The device was received for evaluation. The issue was not confirmed. No device problem was found. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The probable cause was unexpected stress to the charge-coupled device (ccd) unit and the cable unit due to the user's handling, resulting in the failure of either or both of them, resulting in the absence of images. The IFU (instruction for use) provides preventative measures as follows: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported image problems while using a camera head. The picture did not appear. There was no patient involvement or injuries reported. No additional information has been obtained.